Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system issued an occlusion alarm followed by sustained hyperglycemia, with the dexcom g7 temporarily disconnecting from the pump and later reconnecting; the highest reported glucose was 311 mg/dl and readings remained above 180 mg/dl for approximately 4 hours, with alerts for glucose above 300 mg/dl for over 90 minutes. Symptoms included hyperglycemia without ketone testing, medical intervention, or assistance from others. Outcomes included return of glucose to 78 mg/dl and no immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Investigation included troubleshooting and patient education. Investigation of this case revealed no confirmed device malfunction and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.